Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a sore from the lv being too tight. There was no alleged device malfunction contributing to the irritation. The patient¿s doctor recommended that the patient get resized for the irritation. Follow up indicated that the skin irritation improved.